Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited an episode of inappropriate shocks due to oversensing. No other information was provided. This lead was explanted and replaced five years after implant. No further adverse patient effects were reported.